Manufacturer narrative:
(B)(4). Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. Additionally, a leak was observed on the septum of the cartridge. Reportedly, a minimum fill notification occurred after filling a cartridge with 110 units of insulin. Blood glucose was 130 mg/dl. Subsequently, the customer reported inadvertently filling the tubing while connected. Blood glucose was 130 mg/dl. A new cartridge was loaded successfully.